Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2026 the patient reported that on an unknown date approximately one month prior the user experienced hypoglycemia with blood glucose (bg) levels unknown following unknown user action. The user was transported to the hospital by a caregiver where the user experienced a seizure and was treated with glucose administration and discharged on an unknown date. No long-term health effects were reported.

Manufacturer narrative:
The complaint investigation was performed through review of the device engineering logs and available therapy data for the reported event date of (B)(6) 2026. No instances of malfunction alerts were identified in the engineering logs, and no factory reset event was found. Review of the glucose graph and therapy tables demonstrated that the ilet was functioning as intended, with alerts generated appropriately and insulin dosing adjusted in response to cgm glucose values. Although some alerts were not consistently acknowledged by the user, insulin delivery requests continued at regular intervals unless cgm glucose values were below 80 mg/dl or the insulin cartridge was empty. The reported hypoglycemic event, seizure, and hospitalization could not be correlated to a device malfunction. Data review did not identify documented hypoglycemia on the reported event date, and no device performance deficiencies were observed that would have contributed to the event. Based on the available information, device failure was unconfirmed and the ilet was found to function according to its design specifications and intended use. No product was returned for evaluation. The complaint investigation did not identify evidence of a device malfunction associated with the reported event. Therefore, the reported event could not be attributed to the performance of the ilet bionic pancreas system.